Manufacturer narrative:
Evaluation summary: reported issue could not be confirmed. Unable to duplicate reported failure; root cause of failure could not be established. Unit serviced, tested, and quality-audited, under going full calibration along with functional and electrical testing.

Event description:
Unit was alarming "check disposable" and would not pressurize. Another unit was obtained to continue procedure. No patient injury or adverse event was reported.